Event description:
A hospital in (B)(6) requested for an rd900 infant resuscitator to be repaired. No patient consequence was reported.

Event description:
A hospital in (B)(6) requested for an rd900 infant resuscitator to be repaired. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff device was returned to fisher & paykel healthcare regional office in the (B)(4) for repair. After the initial inspection, the customer did not want to repair the device anymore. The complaint device was then returned to fisher & paykel healthcare (B)(4) for visual inspection and performance check. Results: visual inspection revealed that the device's enclosure, gas inlet port, and gas outlet port were damaged. The performance test revealed that the manometer was outside of specification. A lot check revealed no other complaint of this type for lot number 050505. Conclusion: the damage observed to the complaint neopuff device is likely to have been caused by physical damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" in addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual.